Event description:
The customer reported that when doing their initial count for their raytec sponges, they only had 9 sponges in the pack (should have had 10). There was no injury reported.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Since a lot number was not provided, the device history record review could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The bundling 10 count is an automatic process in the production line and there is a secondary measure where the bundles are weighed by 10 count average weight measurements before being bundled. Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.